Event description:
Reporter alleged obtaining discrepant blood glucose results of 170 mg/dl back to back with a result of 91 mg/dl when tests were performed within 5 minutes of each other on the advantage system. Reporter stated, he was experiencing hypoglycemic symptoms during the time of testing and self treated with food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.